Manufacturer narrative:
The incorrect date was submitted for the initial medwatch.

Manufacturer narrative:
The devices associated with this report were not returned. A previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient was revised because of infection. Update 10/05/2011 litigation papers received, ther is no new information that would change the outcome of this investigation. Added emdr all for all products. Update: 3/14/2013 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review.(left hip)